Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further info was provided.

Event description:
The customer reported that no image would display on the stenoscop system. No pt injury was reported.